Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "downstream occlusion!" Was reproduced. A review of the event history log (ehl) revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream tubing guide was loose. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.